Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a defibrillation test, the rv lead exhibited low, out of range high voltage lead impedance. The svc coil was turned off and the test was completed successfully without any further issues. The lead will be replaced in the future due to possible externalized conductors. No further information is available.

Event description:
Additional information received indicated that the lead was capped and replaced. The patient was stable post procedure.